Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. After the first tissue pass, the needle broke. The fragment was removed from the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). A needle that was broken at the attachment end was submitted for this evaluation. A visual inspection revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
Date sent to the FDA: 12/26/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.